Event description:
It was reported that this right atrial (ra) lead has been showing an increase in pacing impedances. A lead safety switch (lss) was triggered as the pacing impedances were high, out of range. It was mentioned that when the pacemaker was implanted, the ra pacing impedances were already high, out of range. Myopotential noise was also over sensed, leading to false atrial tachy response (atr) events. Various reprogramming and procedural procedures were recommended. At implant, ra lead pacing impedances were within expected values. At this time, the ra lead was reprogrammed to bipolar, and the safety switch was turned off. The ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.